Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened express upper arrow button dome switch. No unlocked lcd keypad connector. No unexpected issue scroll during testing noted. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 76 mg/dl. The customer stated the up arrow key is the only one not working. The customer stated that it has been raining all day and has been in his pocket and was in all day. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.